Event description:
Boston scientific received information that this patient implanted with a pacemaker reportedly had an increase in heart rate and stated that the device was not working. Boston scientific technical services (ts) suggested to contact physician for a device check. There was no further information provided with this event. To date, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.